Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume test 3 times on two different sets (22.28 ml, 22.28 ml, 22.11 ml). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of over infusion was able to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment pressure plate travel and faulty m2 and m3 springs. The pressure plate will be adjusted and the m2 and m3 spring require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.